Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using ac power but failed to power on using battery. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The battery was charged for 1 hour but remained depleted. The system board design does not allow the battery to charge once it is substantially depleted; connecting a known good battery enabled the charging circuitry. The battery was replaced and the unit functioned as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the unit stopped working during testing. No patient impact or consequence reported.